Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was unknown. The customer the insulin pump alarm 7 times in a row and has changed set but keeps getting the alarm. Customer did not want to troubleshoot and wants to replace the pump. Customer was advised to revert to a backup plan. The customer was advised that pump would be replaced.